Manufacturer narrative:
Information received from the hospital stated that the issue was that the ventilator auto-cycled; more breaths than the set respiratory rate were delivered. No service was requested for the ventilator. The ventilator was investigated on-site by the hospital biomedical engineer. The reported issue was not reproduced. The ventilator passed the functional tests without deviations. No parts were replaced. The device logs were sent for evaluation. The test log showed that the pre-use checks passed without deviation prior to ventilation start and there were no technical alarms in the log. The event log showed that the actual ventilation period lasted for 3.5 hours. There was no alarm for high respiratory frequency but frequent alarms for inspiratory flow overrange and inspiratory tidal volume overrange were generated during the whole ventilation period. These alarms indicate a leakage in the breathing circuit. A leakage may be perceived as breathing efforts by the patient, and this triggers the ventilator to give extra breaths. Our conclusion, based on that no fault was found during test of the ventilator by the biomedical engineer and that there is no indication of a technical ventilator failure in the device logs, is that the reported extra breaths were due to a leakage in the breathing circuit.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was breath stacking while it was connected to a patient. There was no patient harm reported. (B)(4).